Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). Due to the use of heartstring iii, the seal was loaded into the loader body when the seal was loaded into the delivery system, and when the loader was pulled out of the delivery system, the seal part came off from the loader and was discontinued. Central anastomosis was performed using a partial clamp and operation was completed. There was no impact or damage to the patient.